Manufacturer narrative:
(B)(4):the catheter of the device was returned for evaluation and was found to be cut/damaged with some balloon material evident at the cut/damaged end. The balloon portion was not returned for analysis, however a picture of the balloon was received and the balloon material appeared to be torn. The event most likely occurred due to anatomical/procedural factors encountered during the procedure which limited performance of the device. Therefore, the most probable root cause for this event is operational context.the device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wg dilatation balloon was used during a dilatation procedure in the digestive canal performed on (B)(6), 2013.according to the complainant, during the procedure, the balloon ruptured before reaching 6atm and the balloon detached inside the patient when being removed from the scope. The detached balloon was removed from the patient using grasping forceps. It was reported the lesion was in an anastomotic part of the esophagus and staples had been used. It was not verified whether there were staples near the balloon during inflation. The procedure was not completed however there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.